Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Addr01 implantable pulse generator 2013-(B)(6), (B)(4).

Event description:
It was reported that a month after implant of the atrial lead, the lead dislodged. The lead was noted to be sitting in the lower atrium. The physician repositioned the lead back into the appendage and remains in use. No patient complications have been reported asa result of this event.